Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "customer sent general complaint regarding the large priming volumes of the sapphire primary infusion sets and how almost half of the medication remains in the tubing not allowing the patient to receive the full dose, compromising patient care. Type of drug: antimicrobial; was there a prime performed: yes; pump or manual: pump; delay in therapy: unknown; need for medical intervention: unknown; patient involvement: unknown; death / serious injury: no; human harm: no".